Event description:
The paramedics were called and treated customer for low bgts. Assisted customer on how to rewind the pump and prime. It was reported that the customer might have been connected to pump while priming. Adivsed customer to drink orange juice and take glucose tablets. Instructed customer to contact md to find out when it is ok to reconnect to pump and call the help line for assistance on site change.